Event description:
The system 5 sagittal saw was sent for service and it was noted during performance testing at the manufacturer that the blade mount is chipping. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during performance testing that the device had a chipped blade mount assembly, which will occur due to impact of the blade mount against a hard object.